Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# va0b72u, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va0b72u, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va0b72u, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va0ahc5, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads did not migrate. X-ray showed that the leads were in place with no migration. The patient did not experience a loss of therapeutic effect or a loss of stimulation. The cause of the event was not determined. Reprogramming was needed and there was a 50% or greater symptoms reduction. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had surgery on (B)(6) 2014, to revise her leads. 3 of the 4 leads had migrated. She had reprogramming in the morning of the day of the surgery and she was supposed to get stimulation relief around t6 and t7, but she was getting stimulation in the middle of the left side of her spine. The patient was recommended to go back to her healthcare provider (hcp) to get further programming. She had seen her hcp in (B)(6) 2013 about the stimulation change, but she was ignored. Then she saw a manufacturing representative in (B)(6) 2014. The patient could not remember when stimulation had changed or under what conditions that the stimulation had changed on her, only remembering going to the hcp in (B)(6) 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.